Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. The baton was plugged into a test monitor and the monitor was powered on; no image resulted. Service was complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the display cut out intermittently. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.